Event description:
Patient revised to address pain. Cup was loose, metal wear present, and metal liner was easily removed giving appearance of not being properly engaged.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other verified incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.